Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device could not be interrogated. It was noted that there was a magnet response of 85 beats per minute with atrial-ventricular pacing and that several troubleshooting techniques were done and the device was still unable to be interrogated. It was also noted that the patient was intubated in the intensive care unit so they were unable to provide any information about if the device had been replaced with another manufactures device. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Follow up with the clinic was able to determine that the device had been explanted and replaced with another manufactures device which was the device that was unable to be interrogated.